Event description:
A malfunction was reported on the pump, which led to the customer's blood glucose level reaching 418 mg/dl. The customer addressed the high blood glucose by taking a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided instructions to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump.